Manufacturer narrative:
(B)(4).

Event description:
Procedure: craniotomy. According to the reporter: this occurred in the clinical research, (B)(6). Primary disease: metastatic brain tumor. Anamnestic was confirmed after the surgery for cervical cancer and radiotherapy for mediastinal metastasis. On (B)(6), the pt complained of left hemianopia of right eye and quadrantic hemianopsia of left eye, and diagnosed as due to tumor. On (B)(6), craniotomy was performed for the tumor above tentorium cerebelli. Approach from the top of head, and the incision was 20cm. Nerolon was used instead of autologous duraplasty materials. Procedure was completed after spraying duraseal. The pt was doing well and left the hospital. On (B)(6), she returned unexpectedly, and subcutaneous retention was confirmed. Since it was mild, the surgeon decided to take a wait-and-see approach without treatment. After that, the pt has not come to the hospital.